Event description:
On (B) (6) 2008, this patient was implanted with gore excluder aaa endoprostheses to treat a type b dissection. The patient underwent a successful procedure with complete exclusion of the dissection. Following the procedure, the patient went into sudden cardiac arrest and expired. Cause of death was retrograde dissection.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.